Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could hear a high pitch noise when his insulin pump was powered off and the screen was blank. His blood glucose level was not reported. The customer received an external error and a failed self test alarm. The product was not returned. Nothing further to report.